Manufacturer narrative:
Device label code for f10. Position 1: 1738. Device label code for f10. Position 2: 1701. Device label code for f10. Position 3: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
(Cc# 96-00482) the iab was inserted into the pt on 12/4/96. On 12/20/96. On 12/5/96 after iabp for 20 hours, following transport of the pt to cicu to the or, blood was noted in the balloon gas line. The iab was removed and a second was inserted into the pt. Event complcations: none from the event - reported 12/20/96, 1/20/97. Pt's current status: expired - rpt'd 1/20/97.